Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified mid left anterior descending (lad) artery. The lesion was predilated with an unk size maverick balloon. The 2.50x16 mm taxus express2 drug eluting stent strut was sticking out upon insertion into the guide. The stent never exited the guide into the pt. The stent was inserted through 8 fr super sheath over a platinum plus 300 wire. A total of 6 maverick balloons were used to predilate and post dilate at different times during case. The procedure was completed with two taxus stents and a magic wallstent. A non-boston scientific stent and another taxus were unable to cross the lesion. No pt complications were reported. Pt status reported as "good".